Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3093-33, lot# v015286, implanted: (B)(6) 2007, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had a loss of therapeutic effect. The patient had some symptoms for about 2 weeks now and felt like they had to go constantly but was not emptying all the way. The patient had been catheterizing themselves and they increased stimulation to 3.0 this morning and could feel stimulation. This was very high level for the patient normally. The patient's programmer was showing weird icons and they were getting the low battery icon for their ins and patient programmer. The patient put in new aaa batteries yesterday and they were seeing that the programmer batteries were full now. The patient did contact a new health care provider (hcp) regarding their implantable neurostimulator (ins). The patient was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had a low battery and had an appointment on (B)(6) 2014. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.